Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to humidity entering through crack of the ob-lens (objective lens), causing condensation due to difference in temperature between outside and inside of the ob-lens, causing the image to be temporarily foggy. The event can be prevented by following the instructions for use which state: "3.6 inspection of the endoscopic system -inspection of the endoscopic image -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. -do not apply shock to the distal end of the insertion section, particularly the objective lens surface at the distal end. Visual irregularities may result." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had a blurry image. The issue was observed during preparation for use on a diagnostic (gastroscope) procedure. The facility finished the procedure with a similar device. Additional information received from an olympus field service engineer (fse) reported that collision with the wall or drying table during reprocessing and collision with the workstation after hanging the scope may have contributed to the issue. No reports of patient harm were associated with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was not confirmed. The device evaluation found that the objective lens was dirty/chipped. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.